Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from germany that the battery reamer/drill device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the control unit was not functioning and was defective. It was further determined that the motor was old, sluggish and leaky. It was further observed that the bearing and the seal were worn out. It was further determined that the device failed for check the off/fwd/rev mode and for trigger test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.